Event description:
A high glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving a high glucose sensor scan reading of 220 mg/dl compared to a reading of 35 mg/dl obtained on a competitor brand meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The length of sensor wear was for 13 days. The results/comparison readings when plotted on a parkes error grid fall into the d zone, showing the difference in values to be clinically significant. The customer self-treated with sugar with water that was provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.